Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the device is non-functional, not working. It was recommended that they follow up with their healthcare professional. No patient symptoms were reported.